Manufacturer narrative:
Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2_; occurrence: a complaint history check was performed and this is the 4th related complaint for needle clog on lot # 7131793. Investigation summary: customer returned (1) used 32g x 4mm bd pen needle without the tear drop label attached. It was reported that the customer was finding pen needles in this box that will prime but not complete the injection. The returned sample was examined and tested for flow using a test pen injector: the sample passed, therefore the alleged defect could not be confirmed. No other manufacturing defects were observed on the returned sample. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: verbatim: item # 320122, lot # 7131793 finding pen needles in this box that will prime but not complete the injection. Denied reuse. Reviewed placement. She has one sample from this morning (B)(6) 2019. Had others from this box unknown occd date. Claims the non patient end is straight.